Manufacturer narrative:
The CT values for both xpert results indicate a low viral load near/below the limit of detection with the initial xpert result of CT 38.9 for flu a1 analyte resulting in all analytes negative and CT 36.3 for flu a1 analyte upon repeat resulting in flu a positive result. This can be due to various factors including what stage the patient is in the progression of the infection, if the patient is very early on in the infection or nearing the end of its course or specimen processing if there's not enough mixture of the sample when it's already a low viral load sample. The test itself performed as expected with no indications of an issue with the test. The likely root cause is target/s near limit of detection or near cut-off. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. On (B)(6) 2025 a nasal sample was collected and run on xpert xpress cov-2/flu/rsv plus lot 64519. This resulted in sars neg, flu a neg, flu b neg, rsv neg. This result was reported to the physician. Sample was re-tested on (b)(60 2025 and run on biofire panel of unspecified lot. This resulted in flu a positive. This result was reported to the physician. The sample was re-tested for the second time on (B)(6) 2025 and run on xpert xpress cov-2/flu/rsv plus lot 64519. This resulted in sars neg, flu a pos, flu b neg, rsv neg. This result was not reported to the physician. No known treatment was provided to the patient and the patient didn't return back to the emergency département, so no known patient impact or harm. The patient is symptomatic for upper respiratory illness.